Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room due the infusion set cannula being ripped out of their body and needing stitches. The infusion set brand and manufacture was not provided. Customer was discharged later that day. Customer¿s blood glucose was 298 mg/dl